Manufacturer narrative:
Additional information: d9, g3, h3, h6. (Contamination) this evaluation determined that the reported event occurred due to contamination on the third-party light guide.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a distributor via sems (B)(4) that the connection end that goes into an ar-3200-0021 ccu of a light guide had a burning smell. When it was removed, it was smoking and had visible burns. This was discovered during set up, before the procedure and had no effect on the patient. The light cord product was from another manufacturer.